Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that the test strip lot the customer reported using expired in july 2015. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to an intermittent issue of the test not starting after the blood sample was applied. Customer further reported she "went to the hospital because she can't test her blood" and was treated with "4 1/2 bag of dripping and 4 shots of levemir (insulin)". A reading of 793 mg/dl was reported to have e received at the hospital, but the date and time are not known. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of july 31, 2015 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to an intermittent issue of the test not starting after the blood sample was applied. Customer further reported she "went to the hospital because she can't test her blood" and was treated with "4 1/2 bag of dripping and 4 shots of levemir (insulin)". A reading of 793 mg/dl was reported to have e received at the hospital, but the date and time are not known. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.